Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, and the pump was in good condition. Functional testing involved three delivery accuracy tests and showed the device to be within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed., corrected data: d10 updated with receipt date of device.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump failed accuracy by +13.75%. No patient injury reported.